Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a sensor stopped working occurred for 8urbcp on (B)(6) 2022. The sensor was inserted into the abdomen on (B)(6) 2022. Data was provided for evaluation, however the allegation was confirmed for 8xcaxu. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined.